Manufacturer narrative:
Concomitant medical products: 4196 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert. The lead exhibited noise and a high v-v count. Explant was difficult as the patient's subclavian vein was occluded. The rv lead was explanted and replaced. During the explant of the rv lead the right atrial (ra) lead became dislodged and it was not possible to implant a new ra lead at that time. The ra lead was partially explanted. No further patient complications have been reported as a result of this event.